Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection approximately two months ago. The patient had a dissection in the proximal descending aorta beginning at the left subclavian artery and extending to the right common iliac artery. The patient presented with back pain and abdominal pain, syncope, hypertension, nausea and vomiting. Initial assessments indicate there was malperfusion leading to visceral, renal and lower limb ischemia. The valiant thoracic stent graft was delivered and deployed successfully covering the lsa intentionally. At the index procedure, there was a type ii endoleak noted coming from the lumbar sacral vessels. It was reported that the patient presented with a retrograde dissection involving the ascending aorta. The investigator assessed that the event was related to the device as well as the dissection but not to the study procedure. A secondary intervention was performed. The physician elected to perform an ascending arch repair with aortic valve replacement and root reconstruction via open surgical technique. The patient tolerated the procedure and recovered with treatment. No additional clinical sequelae were reported and the patient is fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak, occlusion, dissection). Patient's condition affected effectiveness of device (pre-existing condition; pre-op dissection, anatomy related; type 2 endoleak). Conclusions: device failure/lack of effectiveness related to patient condition ((pre-existing condition; pre-op dissection, anatomy related; type 2 endoleak).